Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesue was analyzed and found reported failure u-02 error confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the energy would activate and then stop. The procedure was completed with no reported injury.